Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (on connectors). This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufactured between november 04, 2019 to november 05, 2019. H10: four (4) actual devices were received for evaluation. Unaided visual inspection was performed and no foreign material could be observed inside all bags. The caps were removed from the fill port connector of all samples and no white foreign material could be observed of the fill port connector and cap. However, a damaged thread area of the fill port connector was observed on 1 sample; no connector/cap damage was observed for the remaining 3 samples. The reported condition of foreign matter was not verified on the samples; however a damaged thread area was verified for 1 sample. The cause of the damage could not be determined; however most probable cause is due to user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.